Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 487 mg/dl. The customer treated their blood glucose with an injection. The customer also reported being hospitalized, but they were not on insulin pump therapy during the time of the hospitalization. Customer also requested assistance with programming their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.